Event description:
It was reported the patient complained of right side pelvic pain, incontinence, and painful intercourse. It was noted that there was exposed mesh on the patient right side, approximately 1/2 cm from midline. It was further noted that the sling was placed almost up to the urethral opening rather than mid urethral. The physician partially explanted the monarc mesh and reimplanted the patient with another sling. No further patient complications were reported in relation to this event.